Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. Data was provided in the cloud within the investigation window. The allegation was not confirmed. The reported allegation was not found. A probable cause could not be determined. No injury or medical intervention was reported.